Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly, communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward and was not visible in the viewing window, however the cannula had deployed. This indicates a needle mechanism failure. Additionally, the patient reported being unsure if the cannula was properly seated in the infusion site. The pod¿s cannula was found bent once the pod had been removed. No impact to the patient¿s blood glucose levels were reported. No medical assistance was required. Not treatment information was reported.